Event description:
The customer contact reported a separation. The tubing set was to be used to deliver an unspecified concentration of nitroglycerin, at an unspecified rate. It was reported that during priming prior to pt use, the tubing separated from the arm of the clave y-site of the tubing set. It was reported that the nurse tied a knot in the tubing set to prevent solution from flowing onto the floor; however, an unspecified volume of solution leaked. No specific details were provided. There were no reported adverse pt effects and no delay of therapy critical to this pt. No medical interventions were reported. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.